Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the transmitter did not last the full expected performance period. No additional patient or event information is available. Data was provided for evaluation, but does not reflect the full range of the issue. Data review did not confirm the reported event. A root cause could not be determined via data.